Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicated that the customer was in diabetic ketoacidosis on 01/31/2017 and blood was found in the cannula. Prior to resuming pump therapy, the contact performed a pump system check with tandem technical support and no device malfunctions were identified; the pump was operating as intended. The contact understood and was satisfied.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer went to the emergency room (bg) for a high blood glucose (bg) level (560 mg/dl) with ketones. The level of ketones was considered as dangerous. The customer was treated with an insulin drip. After 4 hours the customer left the ER with a bg of 180 mg/dl and the ketone level was low. The customer reverted to using insulin injections to manage diabetes. Prior to resuming pump therapy, the contact was to meet with a healthcare provider.